Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was also mentioned that the patient was in a lot of pain. The patient underwent an ipg replacement procedure wherein a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.